Event description:
Had medtronic pacemaker for bladder put in (B)(6) 2018. I was okay for few days. Then fire feeling started, going down my legs. Vaginal burn so bad. Dr kept saying they never heard of this. They tried changing programs, no help. Turning off made little better. In and out trips to ER. Felt like I was dying. Dr said who is your pain mgmt dr, I said I didn't have one. They suggested I get one. I was like, if I didn't have one before why should I now. They were heartless and not caring. They said they would schedule another appt and bring medtronic team in to talk. I could not bear it anymore. Went to 3 different ER. Third one is where they admitted me on friday. Severely dehydrated, almost paralyzed me. They had to use baby IV to nourish me. Monday an advocate tried to get dr to take out, she refused. Lady argued till dr released my care to hosp and different dr took it out (B)(6) 2018. Went home hoping all was normal but pain came back not as severe. Pcp scheduled an MRI. I was waiting to see what nerve damage it left. Dr who did this, nurse called and checked on me. I told her symptoms I am still having. She was like, we never heard of this. I told her it is funny I'm in (B)(6) group who all have similar or same problems. She then changed story to one in every 1,000 people develop nerve damage. I had to bust her to get the truth. I have been to ER twice since removal. Last time I was finally diagnosed with something that will ruin my life. Peripheral neuropathy; my legs go numb and feel like they are on fire. My life is forever ruined due to a product I want to try to help me have a better life. Instead it ruined it. I can't drive due to numbness. Spend days on end in bed crying, screaming because there is fire burning inside my legs, feet, and hands. They don't care about the lives they ruin. They get paid for each they put in. I believe they get paid the longer it stays in each person. That's why they fight us to keep it in there when we beg to take out. In our support group there are plenty of ladies begging to get it out. Dr keep refusing. It is our body. If we want it out and it is no use to keep us alive, take it out. The medtronic interstim does more damage than help. Please help us start law suit on this company so others can be aware. Why will they not remove this if we tell them we want it out. Our body, our choice. I will probably live with peripheral neuropathy due to trying to stop an overactive bladder. I shouldn't be consider another dollar. I am left with many hosp bills and now a new med, that cost (B)(6) a month to fill, to try to calm down the burning. Please help us.